Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) left monitor. The system was tested and verified as ready for use. Isi has requested the hrsv left monitor involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's complaint history identified patient identifier (B)(4) was created to capture the universal surgical manipulator (usm) issue. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation found no errors related to the reported complaint. An event verification confirmed the thymectomy procedure was performed on the reported event date (B)(6) 2022 on system sk3320. This complaint is reportable malfunction event due to the following: the customer converted after the start of the procedure due to image quality issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the left vision of the surgeon side console (ssc) had strange color. The system had no errors found in the logs. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check for another endoscope, but the issue persisted. Also, the system had similar issue seen in touchscreen monitor too. An isi tse suggested to power cycle the system but the customer opted to convert the procedure. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure. The procedure was converted due to image quality issue. It is unknown if the system was inspected prior to use and there were no issues with the port placement. There was no patient injury. Troubleshooting was performed with an isi technical support and the issue was not resolved via troubleshooting.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) left monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate or confirm the customer reported complaint. The monitor was installed in the printed circuit assembly (pca) system and the system started up without any errors. Fa performed 10 power cycle without any issues, all booted up the system in normal mode and let it idle for 10 minutes without issues (this is an intermittent issue).